Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The device was reprogrammed. During a routine device change out procedure, the lead exhibited low impedance and loss of sensing. The new device was reprogrammed and the lead remained implanted. No patient symptoms were reported.